Manufacturer narrative:
(B)(4) :during processing of this complaint, attempts were made to obtain complete event, patient and device information.the reported attempt of nick and spread before the closure procedure is consistent with the starclose instruction for use. The report of cutting the artery a couple of centimeters during the process is considered incorrect technique or user error and resulted in surgical intervention. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a technician, trained in the use of the starclose se device, planned on using this device to attempt arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the guide wire was inserted in the patient, the procedural sheath was still in place, nick and spread was being performed, and the artery became dissected/cut a couple of centimeters. Hemostasis was achieved surgically. The patient event occurred during patient preparation, at the beginning of the procedure. The starclose se exchange sheath or any of the starclose se device components were never in contact with the patient. There was no adverse patient sequela. Though requested, no additional information was provided.